Event description:
It was reported that during a scaphoid orif, both t8 cannulated stick fit hexalobe drivers fractured while advancing the screw. One driver broke in the bone, leaving metal fragments. The screw and instruments were removed, and a new 3.5 x 24mm screw was placed due to possible retained fragments or screw head damage. A 30 min delay was reported.

Manufacturer narrative:
The device was returned for investigation. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation. Related report numbers (including this report) 3025141-2025-00491, 3025141-2025-00492.